Event description:
The customer requested we order a power control pcb. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the power control pcb and the system is functioning as intended.